Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up. Upon interrogation, max charge time out limit notification was noted. Patient was stable. Device replacement was scheduled.

Event description:
New information received stated that the device was explanted and replaced. Patient was stable.

Manufacturer narrative:
Corrected information: the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.